Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the ECG (electrocardiogram) connector was loose on the lem (link electronic module) printed circuit board assembly and the right keyboard hinge was broken. Analysis also found the upper and lower cases were damaged, both latch tabs on power cord bay were stressed, bezel shield was cracked and chipped, and the system fan was noisy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the ECG (electrocardiogram) connection was broken, ECG artifact. It was also reported the keyboard may be broken. The programmer was returned for repair, test, and calibration. No patient complications have been reported as a result of this event.